Manufacturer narrative:
The ge rep performed an on site investigation. The full set of software was installed. The system was then found to be operating as intended.

Event description:
The customer reported, the system screen was displaying the error message motion error. There was no report of pt injury.